Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure of the mildly tortuous, highly calcified, 90% stenosed proximal to mid left circumflex coronary artery, after predilatation, the 3.5x18 xience alpine stent delivery system (sds) was advanced, but failed to cross the lesion. The sds was removed from the anatomy and it was noted that the stent was no longer on the sds. All devices were removed together as a unit, but the stent was not located. The same guide catheter was advanced in the anatomy and when the guide wire was advanced out of the guide catheter, the dislodged xience alpine stent was noted on the guide wire. All devices, including the stent, were removed as a unit. The patient was sent to surgery for coronary artery bypass graft. No additional information was provided regarding this issue.